Event description:
Information was received indicating that a smiths medical cleo infusion set was stuck inside the patient from a previous infusion site. There wasn't any pain from the pieces stuck inside her. There was no bleeding or discharge from the scars. There were no reported adverse events.